Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer jammed, and the user was unable to recover the storage space. A field service engineer remotely tested the mini drawer, and no damage was found. The field service engineer confirmed that the customer was able to release the drawer manually from the back. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer jammed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.